Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found the lead body was bent and the inner coil was fractured distal to the suture sleeve tie impression. Electrical testing did not find any indication of internal shorts. Scanning electron microscope evaluation was performed and verified that all filars of the inner coil were fractured. The cause of the reported event was isolated to the fractured inner coil distal to the suture sleeve tie impression consistent with fatigue fracture.

Event description:
It was reported that the patient experienced syncope and episodes of asystole. Sensing noise was observed on the right ventricular (rv) lead. Noise could be reproduced with provocative testing. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.